Event description:
It was reported that during device preparation, the pacemaker was found in back up operation. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6)2023 . The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of device in backup mode was not confirmed. The device was received from the field in normal working conditions. Electrical testing and mechanical analysis indicated normal functionality and no anomalies were found.